Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed no issue with any of the psm arm. The customer reported event was not reproduced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user was unable to move the patient side cart (psm) 3 to approach the object in a straight line. Information related to patient and procedure outcome are not provided at the time of the report.